Manufacturer narrative:
Pc-(B)(4). Date sent: 3/28/2022 batch #: u93096. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nseal545rh device was returned with the upper jaw detached and not returned. In addition, it was received with the top of the I-blade broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what part of the device is the ¿tip¿? Jaw of probe. Did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? No. Is the jaw damaged but not broken off? Broken off. Is the top jaw loose but not detached? Detached is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the tip was broken. There were no patient consequences. There were no patient consequences.